Manufacturer narrative:
This supplemental is being submitted to provide additional information to sections b5,d9,h4.

Event description:
It was reported that the gastrointestinal videoscope tested positive for 1-10 cfus (colony forming units) of stonotrophomonas maltophilia.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer results of third-party testing, the device evaluation and the complaint investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. The culture test results from a third-party laboratory provided by the customer are listed below. Sampling date: (B)(6) 2025, sampling from: unknown, cfu: 1¿10 cfu, bacterial identification: stenotrophomonas maltophilia. The results of the culture tests conducted by a third-party laboratory at the request of olympus are listed below. Sampling date: (B)(6) 2026, sampling from: suction biopsy channel, air-water channel, flushings and brushings. Cfu: 7 cfu, bacterial identification: mixed skin and environmental flora isolated. Growth includes micrococcus luteus and corynebacterium spp. Sampling date: (B)(6) 2026, sampling from: suction biopsy channel, air-water channel, flushings, and brushings. Cfu: no growth after 7 days of incubation. Bacterial identification: n/a. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.